Event description:
It was reported that during a gynecology procedure, the blade tip broke off. They did use x-ray to assist in retrieving the piece, but they did get the piece that broke off and none of the tip was left in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Received information from the sales rep that he learned that another hc325 disposable had been opened during the case and the blade tip broke off; this happened outside of the patient and the tip did not go into the patient. The device was discarded.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Due to the blade damage, the device was confirmed to be non-functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.